Event description:
Initial information was reported by a physician to a sanofi aventis sales representative on 10/10/2010: a female patient of unk age received treatment with poly-l-lactic acid [sculptra aesthetic] (lot #unk, expiration date unk) for the second time on an unspecified date. She complained of facial skin redness three days after the treatment. The physician saw the patient and said the redness was minimal and she still had some post treatment swelling. No further relevant information reported.